Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (unmark company representative) additional information added to field b3, b5,h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the event occurred due to the stress of repeated use, external factors, or mishandling of the device. The image sensor unit may have been damaged, such as by disconnection, or a component mounted on the electrical circuit board, such as integrated circuit chips and capacitors, may have been broken which led to the malfunction. The instruction manual states the inspection method associated with the event in instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for the therapeutic unspecified procedure which was completed using a similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen was not displaying on the endoeye deflectable videoscope. There were no reports of patient harm.